Event description:
It was reported by service report that the release crossbar was bent on the breakaway head section, the height adjustment racks were bent which caused the cot to not secure properly, and the ems restraint was missing which prevented the pt from being properly secured. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Height adjustment rack; restraints; bent release crossbar on the breakaway head section.